Event description:
Surgical procedure was a single level anterior cervical fusion (acdf). During the procedure the tip of the cervical screw driver broke. The surgeon always tightens a little more after the screw passes the locking mechanism. This is when the cervical screw driver broke: while re-tightening the screw. The surgeon finished the case with other drivers from the set after removing the fractured tip from the patient.

Manufacturer narrative:
All pieces of the broken driver was removed from the patient during the procedure. The large piece was returned for evaluation. The smaller piece was disposed of during the procedure.